Event description:
Physician removed lens due to the patient's dissatisfaction with her visual results. Patient complained of seeing halos at night. As labeled, some visual effects may be expected because of the simultaneous focus of multiple images.

Manufacturer narrative:
Device was explanted and not returned to manufacturer for evaluation.